Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced the endoscopic controller (ec) to correct the reported problem. The system was tested and verified as ready for use. A return material authorization (RMA) had been issued requesting to have the isi device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, error 319 occurred for the endoscopic controller (ec). The customer restarted the system and completed a system power cycle, but the issue was not resolved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the initial reporter confirmed that 319 errors did not occur during the procedure and the error occurred after surgery was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis (fa). The endoscope controller was analyzed. During in-house fa, when reviewing the error log, error 319 identified. The endoscope controller (ec) was installed with a printed circuit assembly (pca) test system which launched in maintenance mode to program software. System started up with error 319. The visual inspection showed missing filter and dust cover. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.